Event description:
It was reported that there were concerns about this implantable cardioverter defibrillator (ICD)'s longevity. Subsequently, the device exhibited code 1003, indicating that the voltage was too low for the projected longevity. Technical services (ts) performed a data analysis and confirmed that the device was premature depleting. Ts advised device replacement. The device remains in use. No adverse patient effects were reported.